Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-03619. Info provided by the pt's atty, indicted the pt alleges the following issues: the pt reported experiencing "shocking" from the ipg after charging and pocket heating after using the device for a long period of time and while charging. Add'l info is needed to clarify the nature of the pt's issue. Sjm was made aware of the issues on (B)(6) 2014, and the pt's scs system was not evaluated by an sjm rep to verify and/or troubleshoot any of the add'l reported issues prior to explant. On 08/01/2012, st jude medical, neuromodulation division, sent field action letter to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.